Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement in september. Fiducial markers were placed transperineally prior to the procedure. The physician stated that there was a problem with the hydrodissection during the procedure. It was noted that the almost the entire amount of hydrogel was misplaced into the rectum. The patient's external beam radiation treatment was postponed due to the event.